Event description:
The customer reported that the 840 ventilator had a blank display. There was no patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) cpu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4). Multiple attempts have been made to get the repair information but no customer response. A follow up report will be submitted when new information becomes available.